Event description:
Per cs dealer called in and stated that the braket that is located in the back of the arm rest that stops it from swinging all the way back is broke. Per cs dealer ended call before additional information could be obtained.